Event description:
The patient experienced a loss of therapeutic effect over the last 2-3 months. She had an infection (unspecified type) and had taken the last dose of antibiotics the prior thursday. The infection was still present and the patient was going to contact her physician. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4).